Manufacturer narrative:
We have not received the device for investigation. However, the provided photos show the failure is due to the ligature slipping. Although it was reported that the issue was noted during pre-use testing, the provided photos appear to indicate that the product was used in the procedure it appears the the proximal ligature slipped from its intended position which caused the balloon to move past the skive hole and prevented the balloon from deflating. The ligature likely failed due to the pull force on the catheter during the procedure. It is possible that procedural factors including stenosis or calcified plaque caused additional pull force to be used during thrombus removal and contributed to the failure. We have conducted a lot history review and did not find any issues noted in the manufacturing or packaging process that could be related to this issue. All qc tests passed their requirements. Further, we have not received any other complaints of a similar nature for devices from this lot.

Event description:
It was reported that during pre-use test, the balloon inflated with the normal saline, but could not be deflated. The operation was successfully completed using a replacement device. No injury was reported to the patient.